Event description:
It was reported the patient had vt (ventricular tachycardia) and "they applied an external pacemaker with the pads in the right pectoral and left auxillary position. When the cardiologist stopped the external pacing the pacemaker was inhibited." It was further reported that "there were no pacing spikes for half an hour so total inhibition of the pacemaker." The physician questioned if there was damage to the device from the high output external pacing. The patient died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient had vt (ventricular tachycardia) and "they applied an external pacemaker with the pads in the right pectoral and left auxillary position. When the cardiologist stopped the external pacing the pacemaker was inhibited." It was further reported that "there were no pacing spikes for half an hour so total inhibition of the pacemaker." The physician questioned if there was damage to the device from the high output external pacing. The patient died. The cause of death has been requested and not received. Follow up revealed the physician reported "the patient was resuscitated due to a cardiac condition and not due to the pacemaker." After resuscitation, he said they took the external pacing off and there were no pacing spikes.

Manufacturer narrative:
Asku